Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The clinic raised concern about implant function due to affected channels. Reportedly, hearing performance is not affected. The clinic has decided to reimplant the user, no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic raised concern about implant function due to affected channels. Reportedly, hearing performance is not affected. The clinic has decided to reimplant the user, no date has been scheduled yet.